Event description:
The customer reported radiation on it can't get it to turn. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#:(B)(4). A follow up report will be submitted upon completion of the investigation.